Event description:
Pt sitting on stretcher to void. Pt fell to floor and hit objects. Sustained fractured elbow with resultant pain. Pt had to be hospitalized. Stretcher was in locked position but was still able to roll with pushing.